Manufacturer narrative:
An event regarding range of motion (rom) involving a triathlon insert was reported. The event was confirmed. Method & results: device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿on (B)(6) 2010 she underwent a primary right cemented total knee arthroplasty for a diagnosis of "severe valgus, possible rheumatoid arthritis, right knee". The operative report describes general anesthesia and the use of a tourniquet. Intramedullary femoral and extramedullary tibial guides were utilized to implant a triathlon #3 right ps femoral component, a #4 primary tibial baseplate, a #4/16 ps x3 insert, and a 29/9 x3 asymmetric patella. Simplex p bone cement was utilized and uncomplicated surgery was described, after which the patient was discharged on (B)(6) 2011.¿ ¿in this narcotic dependent patient with severe valgus deformities pre-operative, post operative x-rays of the primary left total knee arthroplasty demonstrate nominal component position. The stryker components implanted were not subject to a recall. The fact that a 16mm thick tibial insert was used on a primary total knee suggests difficulty in soft tissue balance and possible joint line elevation, which could also contribute to early component loosening.¿ device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the reported event of limited range of motion (rom) was confirmed on the basis of an intraoperative manipulation under anesthesia of the right knee was performed on (B)(6) 2011. The exact root cause could not be determined as no examination of explanted components as they are still implanted in the patient and no bone scan images are available for review. Product surveillance will continue to monitor for trends.

Event description:
During a clinician's medical review, it was noted that on (B)(6) 2011, the right limited to 20 degrees to 115 degrees and was considered for manipulation under anesthesia. On (B)(6) 2011, (right knee) a manipulation under anesthesia of the right knee was performed, and post-operative the range of motion was noted to be 0 degrees to 125 degrees and the knee was injected with marcaine. The patient had a right knee primary surgery on (B)(6) 2010 with a primary right cemented total knee arthroplasty for a diagnosis of "severe valgus, possible rheumatoid arthritis, right knee."